Event description:
It was reported that pump insulin gauge displayed amount different than what caller expected, with pump showing 50 units while caller expected 270 units and discrepancy greater than 30 units, though issue had occurred on a previous day and was not active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources for cartridge loading, and was instructed by technical support to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.